Event description:
It was reported by the customer that their insulin pump was turning off and on without alarming low battery. Customer declined troubleshooting issue. Customer's blood glucose level was 177 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.